Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(¿) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's daughter reported that the patient had a bleeding rash under the lifevest. The daughter reported that they put skin barrier protection lotion on the affected area. There is no indication that the patient received medical intervention. The final medical outcome of the rash is unknown. There was no alleged device malfunction.